Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited an unspecified oversensing which related to a false signal. The programming changes were performed for rv lead. No intervention was performed for ra lead. The patient was in stable condition.